Event description:
A customer reported that the adc device detached prematurely, and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and seizure. The customer self-treated with diazepam. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using sensor with ios or android operating system, has been provided for sensor with ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was done for the sensor patch and adhesive had been peeled off. Unable to perform further investigation due to adhesive not being returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If partial product is returned, a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely, and the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and seizure. The customer self-treated with diazepam. There was no report of death or permanent injury associated with this event.